Manufacturer narrative:
Manufacturing reference number should not have been reported as a medical device report (MDR) after additional information from device analysis findings confirmed the ipg exhibited normal device depletion and is thus no longer reportable. The report that the device was nearing ¿end of life¿ was confirmed. As received, the device was inoperable. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state which occurred on the day of the explant procedure. Analysis and longevity calculation confirmed device declared eri and had normal battery depletion.

Event description:
Additional information indicated that product analysis and longevity calculation confirmed device declared eri and had normal battery depletion.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg voltage status had reached <2.73v. It was noted that patient is using high tonic settings. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.